Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited the resin of the insertion section tube fell off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: olympus could not identify the cause of the phenomenon from the information that became available in the investigation results. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.